Event description:
In 2009, the pt's mother reported the pt has been experiencing kinks in the infusion tubing for the past 3 months. She stated this happens on and off with different lots and different boxes of infusion sets. Due to kinked infusion tubing, the pt's blood glucose elevated to 470 mg/dl and he was not feeling well. The infusion tubing was kinked near the infusion site. He changed the infusion site and tubing and bolused to lower his blood glucose. The pt stated that he does not believe the infusion tubing is too long. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.